Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve calcification was confirmed based on provided imagery and medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time . Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a territory manager that a 23mm sapien 3 ultra valve, implanted in the aortic position for 2 years and 4 months, is failing. As reported, it appeared that there is calcium on the leaflets and mid-valve is constrained. The patient was noted to have severe copd and sarcoidosis and is on oxygen. It is unknown if the patient is symptomatic from her valve or from her severe lung disease. The patient does not have a history of covid infection. The patient ended up in the hospital with nstemi and that is when they found valve stenosis. Recent tee showed that the severity of the stenosis has increased from mild to severe. Mean gradient of 50.8 mmhg. Ava (I,d) 0.65 cm2. Lvef 65%.